Manufacturer narrative:
It has been identified that the customer/owner of the lithotripter table has not maintained proper maintenance on the device, but the deficiencies noted during the evaluation would not influence the outcome of the eswl treatment to contribute to hematomas. Hematomas are a known side effect of eswl treatment.

Event description:
Hematoma reported post eswl treatment.